Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they hadn¿t been sleeping for about a month. When they laid down they felt a zapping, burning in their back and their body was convulsing. The patient mentioned having some degeneration in their back. The patient wanted to meet with a manufacturer representative to turn off the stimulator and it was confirmed with the programmer during the call that the stimulator was off. It was reviewed the patient needed a healthcare professional for a representative to look at her and the patient stated she was going to go to the ER. Further information received from the representative reported that the patient had a burning painful sensation radiating from where the paddle was implanted and pain was radiating from behind the implant in the pocket. Impedances were run and all appeared within range. It was unknown what actions were taken to resolve the issue as an ER doctor was overseeing. The issue was not resolved at the time of the report. The indication for use was spinal pain.